Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shocks. Technical services (ts) discussed the reports show non-physiological signals affecting the primary and alternate sensing vectors, and the use of the secondary vector would be recommended if the noise cannot be reproduced during in-office interrogation. It does appear that the secondary vector is already in use. Further recommendations were provided to attempt to reproduce similar noise/artefacts. The s-ICD system remains in service. No additional adverse patient effects were reported.